Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Manufacturer narrative:
(B)(6).

Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) results, for several patients, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. The customer indicated the results were released out of the laboratory, however, patient care was not impacted. The customer-supplied data revealed system checks and calibrations were within specifications. Quality control (qc) was within specifications prior to and following the event. The patients' samples were collected in becton dickinson (bd) tubes and centrifuged at 3,000g (relative centrifugal force) for ten minutes at 18 degrees celsius. The samples were analyzed from the primary tube and clear in appearance. The instrument was in normal operation.